Event description:
The patient was implanted with a left ventricular assist device. The patient expired on (B)(6) 2015 due to sepsis. It was reported that the sepsis began approximately six months post-implant with the origin/root cause noted to be a pump pocket infection. The patient was placed in hospice care as he was not a pump replacement candidate due to social issues.

Manufacturer narrative:
It was reported that the sepsis began approximately 6 months after the pump was implanted. The event date is estimated. Approximate age of device - 6 months. The device was not returned for evaluation. A review of the device history record revealed the device met applicable specifications. A correlation between the reported sepsis and the device could not be determined. The instructions for use lists pump pocket infection and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular system. No further information is available. The manufacturer is closing the file on this event. Placeholder.